Event description:
The customer reported that during a laparoscopic cholecystectomy, the device was making a squealing noise. Later it was noticed by the surgeon that the patient had received a minor thermal burn on the liver. No surgical intervention was required. The patient has fully recovered.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.